Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer consistently malfunctioned. The customer reported that the issue arose when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that row board cable was not properly positioned. The field service engineer shut down the station and reseated row board connection on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.